Event description:
It was reported that during device upgrade, an insulation anomaly and high capture threshold were observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 7.6-8.3cm, 10.3-11.1cm, 12.2-12.7cm, and 15.3-15.5cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 10.6-12.0cm and 18.9-19.6cm from the distal tip. Internal insulation abrasion was noted under the rv shock coil at 5.5-6.6cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 28.3-28.8cm and 29.6- 29.9cm from the distal tip. The etfe coating was intact at all abrasion locations.